Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported issue. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection noted the center slit was open with no re-knits. Functional testing that simulated use passed successfully, as the set primed and flowed normally. Therefore, the condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed the flow rate of solution slow down in a one-link extension set by perception of the frequency of drops. This was observed during priming with lactated ringer's solution using gravity. A quantitative flow rate was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.